Event description:
It was reported through social media that a patient implanted with a superion interspinous spacer in l3-l4 vertebrae developed a cyst on s1 that caused the l4-5 vertebrae to break. The patient stated he had to undergo surgery due to this. The patient claims to now have a torn piriformis, thigh pain, and sciatica pain down the front and back of the legs. As well as worsening and narrowing of the cervical area. No further information has been obtained despite good faith efforts.